Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Exact date the patient expired is unknown, thus (B)(6) 2018 was listed. Cross reference MFR report numbers: 3009784280-2020-00125. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign - (B)(6)/ study name: (B)(6): patient ID # (B)(6). PMA/510k: PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, two stellarex catheters were used to treat the target lesion of the left mid and distal sfa. Approximately 15 months post index procedure, the patient expired due to an unknown cause on (B)(6) 2018. The physician indicated this is unlikely related to the study device or procedure.